Manufacturer narrative:
(B)(4). The device was serviced by a technician. The device was visually inspected and functionally tested. The reported condition could not be confirmed and the cause could not be identified. No repairs have been performed at this time, as the referenced device has been removed from service. If any additional relevant information is received, a supplemental MDR will be submitted. Conclusion code 19 was selected because this is the most applicable code to the problem. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue.

Manufacturer narrative:
(B)(4). The device has been received for evaluation; however the evaluation is not yet complete. Accuracy testing determined that the infusion rates of the device were within specification. However, visual inspection determined that there was a large crack in the door hinge of pump 1 which could have contributed to accuracy issues. Upon completion of the evaluation or should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump underinfused. This occurred during patient infusion with leukotriene c (ltc). The reporter stated that the pump "said ltc was 198, and there was 650 ltc in the bag". It is unknown whether there was patient injury or medical intervention associated with this event. Additional information was requested and is not available.